Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 13 mg/dl. Troubleshooting found that the customer did not eat correctly and that may have led to a low. Customer declined low blood glucose troubleshooting. No further details provided.